Manufacturer narrative:
The device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Eminent clinical study. It was reported that instent-restenosis of the right superficial femoral artery (sfa) occurred. On (B)(6) 2017 the patient underwent treatment with the 6x60x75 innova device as part of the eminent clinical trial. The target lesion was located in the left mid sfa with 4.5 mm reference vessel diameter (proximal and distal), 40 mm length and 98% stenosis. Pre-dilatation was not performed. The innova stent was implanted. Post-dilatation was performed using one 5 mm diameter balloon. Residual stenosis was 0%. On (B)(6) 2018, the patient experienced in-stent restenosis on the right sfa. The patient was hospitalized on (B)(6) 2018. Percutaneous transluminal angioplasty (pta) was performed for target vessel revascularization. The event was reported as resolved as of (B)(6) 2018.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was initially diagnosed under angiography with in-stent restenosis on (B)(6) 2018. The patient was hospitalized and treated with pta on (B)(6) 2018. The event was considered resolved the same day.